Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the metal tip dislodged from the fiber. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis did not identify any physical break on the fiber tip. However, analysis identified that the glass cap was protruding, indicating a glue failure. In addition, the glass cap was fractured at the proximal end. It is probable that the severe debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glue failure and glass cap proximal fracture. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the glue failure and glass cap proximal fracture. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber tip break as there was no physical break identified on the fiber tip.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the metal tip dislodged from the fiber. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.